Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had a bruised hip. There was no reported device deficiency.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the etiology was not related to the implant. The etiology was noted as other specifically a bruise hip injury.

Event description:
It was reported the patient knocked their hip on the bath tap which led to unequal stimulation. Intervention involved reprogramming. No diagnostic methods were done. The etiology was the stimulation and was noted to be related to the device or therapy and not related to the implant procedure. The event was considered resolved without sequelae.